Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that there was a crack near the battery compartment and that the battery cap was damaged. The reporter denied any power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked from the threads down to the finger pad. The battery cap was returned and observed to have stripped threads and was unable to fit to the pump. A test battery cap was used and the pump powered on the verify screen. Unrelated to the battery compartment crack, the display was dim and faded. The keypad rubber was undamaged. The contrast button responded intermittently; the up button responded but didn¿t push and spring back properly. All other buttons responded properly to testing. The keypad was removed and contamination was observed to all key contacts except the ok contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.